Manufacturer narrative:
The serial number and UDI were requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several low voltage advisories and an alarm stating to replace the system controller. It was reported that the patient was scheduled for a clamshell repair. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the silicone jacket from the metal connector was confirmed through an onsite evaluation by an abbott representative. A clamshell repair was successfully performed on (B)(6) 2020. A review of the submitted log file from (B)(6) 2020 through (B)(6) 2020 found that the pump maintained a speed above the low speed limit. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on the device. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by a corrective action. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline and address damage due to wear and fatigue of the driveline, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.